Event description:
It was reported that relevant medical history / diagnosis / medications: mitral and tricuspid angioplasty. While in the operating room (o.r.) The intra-aortic balloon (iab) was inserted sheathless via the patient's femoral artery. When the patient was in the open heart recovery room the pump alarmed helium leak or kink and blood was noted in the helium line. The iab was removed and not replaced. The patient received intra-aortic balloon pump (iabp) therapy for 24 hours prior to the event. There was no reported patient death or injury. There were no reported patient complications. Medical / surgical intervention was not required. There was no reported delay / interruption in iabp therapy. The patient has been released from the hospital and is at home.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.